Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder surgery, while assembling the bearing onto the tray on the back table, the inner ring was found bent. No delay or impact to the patient or surgery was noted. No additional information is made available.

Manufacturer narrative:
The following report is being submitted to relay additional information received: complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the ringlock was bent and remained in the tray. Dimensions taken on ringlock are found to be confirming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.